Manufacturer narrative:
Unit alarmed pump error during the rewind due to corroded motor. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error 38. Per visual inspection found traces of corrosion on the electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture damaged. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.